Manufacturer narrative:
D9: date returned to mfg.: 6/5/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "ec 46510 (typically indicates a problem with the main board)¿ was confirmed through pump power up test. Device alarmed system fault 46510 when attempting to power on. Also found the device unable to power on with batteries. The probable cause was a faulty printed wiring assembly (pwa) board. Replaced pwa board. Repair confirmed through pump power up test. Further investigation found cracked battery compartment, air bubble in upstream occlusion (uso) seal, cracked liquid crystal display (lcd) lens, and dead pixel on lcd. Replaced battery compartment and components, uso seal, lcd lens, and lcd. Replaced downstream occlusion (dso) seal as preventative maintenance. Performed dso/uso calibration and lcd calibration. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error 46510. Issue occurred during testing and there was no patient involvement reported.